Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and a segment of the associated outflow graft were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Failure analysis of the returned outflow graft segment revealed that the device passed visual inspection. Of note, an additional foreign graft was also returned separate from the outflow graft segment. No additional anomalies regarding the outflow graft were observed. Internal pathological report revealed evidence of thrombus within the pump; there was no evidence of thrombus within the returned segment of outflow graft. Review of the available autologs report revealed an increase in power consumption and estimated flows starting on (B)(6) 2021, followed by a decrease in parameters starting on (B)(6) 2021. Three (3) low flow alarms were logged on (B)(6) 2021. As a result, the reported low flow event was confirmed. The reported outflow graft occlusion could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and historical review of similar high power events, the most likely root cause of the observed increase in power consumption can be attributed to external factors such as thrombus formation/ingestion. Based on the available information and the investigation conducted, a possible root cause of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, poor vad filling, and/or constriction at the outflow graft due to external compression from the foreign surrounding graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are p ossible patient, pharmacological and procedural factors that may have contributed to this event. Additional product: d4: serial or lot #: unk h6: FDA device code(s): a1409 h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ outflow graft, model #: unk / catalog #: unk / expiration date: unk / UDI #: (B)(4). Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Additional information has been requested regarding the outflow graft lot or serial number of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flows due to a suspected occlusion on the outflow graft. The vad was explanted. No further patient complications have been reported as a result of this event.